Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier failures after the upgrade to v1.11. A technical support specialist (tss) dialed into the station, applied ka bio ID failure after upgrade-reboot fixes temporarily, updated the lumidigm driver in device manager, rebooted the station, and verified the biometric identifier was working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users had experienced a significant increase in biometric identifier failures since upgraded to version 1.11. However, there were no delays or adverse events or injuries reported based on this event.